Manufacturer narrative:
To date, this ra lead has not been returned to boston scientific for analysis purposes. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right atrial (ra) lead was surgically revised as a result of atrial pace impedance of greater than 3000 ohms. Due to the patient's age and the fact that the patient's generator was approaching elective replacement indicator (eri) with a monitoring voltage of 2.59 volts, the physician elected to change the generator at this time to decrease the risk of future issue, such as potential for infection. There was no allegation against generator functionality and no report of adverse patient symptom, beyond the early surgical intervention.